Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that on (B)(6) 2021, during an implant low lead impendence was observed. The physician replaced the lead to complete the operation. No adverse consequences reported on the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.